Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of the service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. The event history log review revealed no device failure or malfunction that could have caused or contributed to the reported difficulty. However, one instance of iipv (increased intraperitoneal volume) was recorded in the logs (manufacturer report number 1416980-2015-11208). The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.